Event description:
The customer reported a tip shear in the pt during the deployment of marker mam3002. Awaiting for conformation of event. The customer has requested resolution to issue. A call has been made for the customer to update. The biocompatibility letter will be e-mailed to the sales rep to update dr. (B)(6).

Manufacturer narrative:
The event was not returned to the MFR, which prevented a full investigation and analysis of the root cause. The mfg batch record related to this device was reviewed. All quality inspection and device specs were met.